Manufacturer narrative:
The unique device identifier for this device is (B)(4). Uf/importer report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that IV fluid leaked through a small hole on the filter of an interlink minivolume extension set, leading to solution leaking onto the patient¿s bed. This occurred during infusion of total parenteral nutrition (tpn) solution. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: 02/02/2017-02/07/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.